Manufacturer narrative:
Summary of additional information received july 24, 2015. The surgeon was performing a skin graft wound, a thigh graft. Padgett/integra blades were used with the padgett/integra dermatome device. The surgeon completed the procedure by piecing together the shreds. A second graft was not needed. According to the surgeon, the patient is doing great. The initial report of this event indicates there was no patient injury. Integra has completed their internal investigation on july 30, 2015. Results: device history record reviewed for (B)(4) manufactured on 06/18/1998 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework. This device was last serviced on 05/29/2015. No manufacturing or design related trend has been identified. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however, general maintenance is required as this device was manufactured in 1998 and last serviced in 2015.

Event description:
It was reported the device motor slows down during cutting and shreds skin in small strips. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.